Event description:
It was reported that the patient presented in clinic for initial implant procedure. After multiple placements during procedure, it was found that the right atrial (ra) lead dislodged and the helix became difficult to extend. The ra lead was not implanted and programming changes were made to favorable setting to complete the procedure on (B)(6) 2022. Patient condition was stable.